Manufacturer narrative:
Date of event: (B)(6). Date of this report: 02-apr-2020.

Event description:
It was reported that the ventilators accept button was not working. There was no patient involvement. The customer troubleshot with technical support and was advised to remove the button cover, press the switch directly on the switch board. After pressing a couple of times it did start working.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted when new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.